Event description:
Customer reportedly tested 3.9 inr on the coaguchek xs sys and 2.9 inr on a comparison lab. Medication adjustments were made based on lab result. No adverse event reported. Requested return of suspect sys, however, strips are unavailable for return. Replacement was sent.